Event description:
It was reported that pump touchscreen was cracked and shattered while customer was playing sport, which left display illegible and touchscreen unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.